Event description:
Bayer case number: (B)(4) vaginal bleeding outside of menstrual periods [vaginal bleeding] engorged breast [engorgement, breast] major intolerance to cold [cold intolerance] loss of libido [loss of libido] a change in body odou [body odour] thyroid imbalance [thyroid disorder] vaginal discharges [vaginal discharge] migraines [migraine] early-onset menopause [early menopause] difficulty voiding my bladder when voluntarily urinating [bladder inability to empty] overactive bladder syndrome [overactive bladder] chronic fatigue [chronic fatigue] cognitive disordrs [cognitive disorders] sleep disorder [sleep disorder] weight gain [weight gain] headache [headache] nausea [nausea] vitamin b12 deficiency [vitamin b12 deficiency] vitamin d deficeinecy [vitamin d deficiency] mineral deficiency [mineral deficiency] poor blood circulation [disorder circulatory system] cold hands & feet [cold hands & feet] itching in the ears [ear pruritus] tinnitus [tinnitus] sore throat [sore throat] gastric pain [gastric pain] swollen abdomen [swollen abdomen] sensation of abdominal heaviness [abdominal discomfort] bloating [bloating] excessive flatulence [excessive flatulence] abnormal stool [abnormal stools] constipation [constipation] balance disorder [balance disorder] memory impairment [memory impairment] difficulty focusing on simple tasks [attention concentration difficulty] struggling to find words [word finding difficulty] sensation like mental fog [mental function decreased] trigeminal neuralgia [trigeminal neuralgia] sensation of leg heaviness [heaviness in limbs] heat flushes [hot flush] diffuse itching all over the body [itching - generalised] itching eye [eye itching] burning eyes [burning eyes] sudden reduction in vision [vision decreased] a tendency towards depression [depression] auto-immune disease [autoimmune disorder] symptoms which have deteriorated my quality of life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal haemorrhage ("vaginal bleeding outside of menstrual periods") in a 44-year-old female patient who had essure inserted (lot no. B34525) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced vaginal haemorrhage (seriousness criterion medically important), breast engorgement ("engorged breast"), temperature intolerance ("major intolerance to cold"), loss of libido ("loss of libido"), skin odour abnormal ("a change in body odou"), thyroid disorder (" thyroid imbalance"), vaginal discharge ("vaginal discharges"), migraine ("migraines"), premature menopause ("early-onset menopause"), urinary retention ("difficulty voiding my bladder when voluntarily urinating"), hypertonic bladder ("overactive bladder syndrome"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disordrs"), sleep disorder ("sleep disorder"), headache ("headache"), nausea ("nausea"), vitamin b12 deficiency ("vitamin b12 deficiency "), vitamin d deficiency ("vitamin d deficeinecy"), mineral deficiency ("mineral deficiency"), cardiovascular disorder (" poor blood circulation "), peripheral coldness ("cold hands & feet"), ear pruritus ("itching in the ears"), tinnitus ("tinnitus"), oropharyngeal pain ("sore throat"), abdominal pain upper ("gastric pain"), swollen abdomen ("swollen abdomen"), abdominal discomfort ("sensation of abdominal heaviness"), bloating ("bloating"), flatulence ("excessive flatulence"), abnormal faeces ("abnormal stool"), constipation ("constipation"), balance disorder (" balance disorder"), memory impairment ("memory impairment"), disturbance in attention ("difficulty focusing on simple tasks"), aphasia ("struggling to find words"), mental impairment ("sensation like mental fog"), trigeminal neuralgia ("trigeminal neuralgia"), limb discomfort ("sensation of leg heaviness"), hot flush ("heat flushes"), pruritus ("diffuse itching all over the body"), eye pruritus ("itching eye"), eye irritation ("burning eyes"), visual impairment ("sudden reduction in vision"), depression ("a tendency towards depression"), autoimmune disorder ("auto-immune disease") and impaired quality of life ("symptoms which have deteriorated my quality of life") and was found to have weight increased ("weight gain"). At the time of the report, the vaginal haemorrhage, breast engorgement, temperature intolerance, loss of libido, skin odour abnormal, thyroid disorder, vaginal discharge, migraine, premature menopause, urinary retention, hypertonic bladder, fatigue, cognitive disorder, sleep disorder, weight increased, headache, nausea, vitamin b12 deficiency, vitamin d deficiency, mineral deficiency, cardiovascular disorder, peripheral coldness, ear pruritus, tinnitus, oropharyngeal pain, abdominal pain upper, swollen abdomen, abdominal discomfort, bloating, flatulence, abnormal faeces, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, mental impairment, trigeminal neuralgia, limb discomfort, hot flush, pruritus, eye pruritus, eye irritation, visual impairment, depression and autoimmune disorder had not resolved. The outcome of impaired quality of life was unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, breast engorgement, temperature intolerance, loss of libido, skin odour abnormal, thyroid disorder, vaginal discharge, migraine, premature menopause, urinary retention, hypertonic bladder, fatigue, cognitive disorder, sleep disorder, weight increased, headache, nausea, vitamin b12 deficiency, vitamin d deficiency, mineral deficiency, cardiovascular disorder, peripheral coldness, ear pruritus, tinnitus, oropharyngeal pain, abdominal pain upper, swollen abdomen, abdominal discomfort, bloating, flatulence, abnormal faeces, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, mental impairment, trigeminal neuralgia, limb discomfort, hot flush, pruritus, eye pruritus, eye irritation, visual impairment, depression, autoimmune disorder or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Vaginal bleeding outside of menstrual periods [vaginal bleeding], engorged breast [engorgement, breast], major intolerance to cold [cold intolerance] , loss of libido [loss of libido], a change in body odou [body odour] , thyroid imbalance [thyroid disorder] , vaginal discharges [vaginal discharge] , migraines [migraine] , early-onset menopause [early menopause] , difficulty voiding my bladder when voluntarily urinating [bladder inability to empty], overactive bladder syndrome [overactive bladder], chronic fatigue [chronic fatigue], cognitive disordrs [cognitive disorders], sleep disorder [sleep disorder] , weight gain [weight gain], headache [headache] , nausea [nausea] , vitamin b12 deficiency [vitamin b12 deficiency], vitamin d deficeinecy [vitamin d deficiency] , mineral deficiency [mineral deficiency], poor blood circulation [disorder circulatory system] , cold hands & feet [cold hands & feet] , itching in the ears [ear pruritus], tinnitus [tinnitus] , sore throat [sore throat] , gastric pain [gastric pain] , swollen abdomen [swollen abdomen], sensation of abdominal heaviness [abdominal discomfort] , bloating [bloating] , excessive flatulence [excessive flatulence], abnormal stool [abnormal stools], constipation [constipation] , balance disorder [balance disorder], memory impairment [memory impairment] , difficulty focusing on simple tasks [attention concentration difficulty] , struggling to find words [word finding difficulty] , sensation like mental fog [mental function decreased], trigeminal neuralgia [trigeminal neuralgia] , sensation of leg heaviness [heaviness in limbs], heat flushes [hot flush] , diffuse itching all over the body [itching - generalised] , itching eye [eye itching] , burning eyes [burning eyes], sudden reduction in vision [vision decreased], a tendency towards depression [depression] , auto-immune disease [autoimmune disorder] , symptoms which have deteriorated my quality of life [impaired quality of life] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-may-2025. The most recent information was received on 06-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal haemorrhage ("vaginal bleeding outside of menstrual periods") in a 44 year-old female patient who had essure inserted (lot no. B34525) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced vaginal haemorrhage (seriousness criterion medically important), breast engorgement ("engorged breast"), temperature intolerance ("major intolerance to cold"), loss of libido ("loss of libido"), skin odour abnormal ("a change in body odou"), thyroid disorder (" thyroid imbalance"), vaginal discharge ("vaginal discharges"), migraine ("migraines"), premature menopause ("early-onset menopause"), urinary retention ("difficulty voiding my bladder when voluntarily urinating"), hypertonic bladder ("overactive bladder syndrome"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disordrs"), sleep disorder ("sleep disorder"), headache ("headache"), nausea ("nausea"), vitamin b12 deficiency ("vitamin b12 deficiency "), vitamin d deficiency ("vitamin d deficeinecy"), mineral deficiency ("mineral deficiency"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold hands & feet"), ear pruritus ("itching in the ears"), tinnitus ("tinnitus"), oropharyngeal pain ("sore throat"), abdominal pain upper ("gastric pain"), swollen abdomen ("swollen abdomen"), abdominal discomfort ("sensation of abdominal heaviness"), bloating ("bloating"), flatulence ("excessive flatulence"), abnormal faeces ("abnormal stool"), constipation ("constipation"), balance disorder (" balance disorder"), memory impairment ("memory impairment"), disturbance in attention ("difficulty focusing on simple tasks"), aphasia ("struggling to find words"), mental impairment ("sensation like mental fog"), trigeminal neuralgia ("trigeminal neuralgia"), limb discomfort ("sensation of leg heaviness"), hot flush ("heat flushes"), pruritus ("diffuse itching all over the body"), eye pruritus ("itching eye"), eye irritation ("burning eyes"), visual impairment ("sudden reduction in vision"), depression ("a tendency towards depression"), autoimmune disorder ("auto-immune disease") and impaired quality of life ("symptoms which have deteriorated my quality of life") and was found to have weight increased ("weight gain"). At the time of the report, the vaginal haemorrhage, breast engorgement, temperature intolerance, loss of libido, skin odour abnormal, thyroid disorder, vaginal discharge, migraine, premature menopause, urinary retention, hypertonic bladder, fatigue, cognitive disorder, sleep disorder, weight increased, headache, nausea, vitamin b12 deficiency, vitamin d deficiency, mineral deficiency, cardiovascular disorder, peripheral coldness, ear pruritus, tinnitus, oropharyngeal pain, abdominal pain upper, swollen abdomen, abdominal discomfort, bloating, flatulence, abnormal faeces, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, mental impairment, trigeminal neuralgia, limb discomfort, hot flush, pruritus, eye pruritus, eye irritation, visual impairment, depression and autoimmune disorder had not resolved. The outcome of impaired quality of life was unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, breast engorgement, temperature intolerance, loss of libido, skin odour abnormal, thyroid disorder, vaginal discharge, migraine, premature menopause, urinary retention, hypertonic bladder, fatigue, cognitive disorder, sleep disorder, weight increased, headache, nausea, vitamin b12 deficiency, vitamin d deficiency, mineral deficiency, cardiovascular disorder, peripheral coldness, ear pruritus, tinnitus, oropharyngeal pain, abdominal pain upper, swollen abdomen, abdominal discomfort, bloating, flatulence, abnormal faeces, constipation, balance disorder, memory impairment, disturbance in attention, aphasia, mental impairment, trigeminal neuralgia, limb discomfort, hot flush, pruritus, eye pruritus, eye irritation, visual impairment, depression, autoimmune disorder or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Batch number- b34525; expiration date- 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jun-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.